Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter is a depuysynthes sales representative h3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on june 03, 2024, the patient underwent a surgery. During blade insertion, it got stuck in the middle of the femoral neck. Therefore, the surgeon removed the insertion handle once and checked. The insertion handle and the blade were not able to be detached. It was noted the patient¿s bone quality was good, so a lag screw was used for internal fixation instead. The surgery was completed successfully with an alternative and no surgical delay. The patient status/outcome was reported as stable. This report is for an insertion handle. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission the , depuy synthes, ot its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. The product was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that insert-instr f/dhs blade was received in assemble conditions with the mating devices (dhs-blade part:04.224.085s and lcp-dhs-plate part: 04.224.223s), no significative damage was observed on the surface of the device. A dimensional inspection was not performed due to the devices were received in assembled condition. A functional test was performed to disassembly the devices and after several attempts without success since the devices were stuck. This condition may occur due to internal damage to the devices consistent with a random component failure that may have been caused by exposure to unintended force during the procedure. The overall complaint was confirmed as the observed condition of the insert-instr f/dhs blade would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part: 03.224.001, lot no:2263165, release to warehouse date:19 apr, 2007, manufacturing site: werk selzach, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.